Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific (bsc) crm received information that this implantable cardioverter defibrillator (ICD) undersensed during defibrillation (dft) testing. The shock was then diverted. The missed r-wave was 3 mv and the sensitivity was programmed to 1 mv. The r-wave was missed most likely due to a very large r-wave that proceeded it and the automatic gain control (agc) hadn't decremented down to 3 mv yet. This explanation was provided by bsc technical services to a bsc sales representative. Two years later, this device was electively removed, replaced, and returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon completion of the analysis, this event will be updated.